Event description:
It was reported the device was used during a low anterior resection. It was reported by the rep when closing instrument over bowel, gap setting marker suddenly disappeared/jumped out. Instrument was opened, removed from bowel and closed. Indicator worked properly. Instrument was then reapplied to bowel and was not damaged. A new instrument was then reapplied to bowel and was not damaged. A new instrument was applied and fired successfully to complete the case. There was no consequence to the pt.

Manufacturer narrative:
D5,6;h3,4,6;g4: added additional info. Conclusion: based on the info received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The instrument was cycled several times with no difficulties noted with the indicator disappearing or lumping. Additionally, the instrument was fired and it formed staples as designed across the entire staple line. The incident that occurred during surgery could not be recreated. Comments: mfg and engineering have been notified of the reported incident.